Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated atrial undersensing. Analysis of the device memory also indicated a p-wave amplitude measurement issue. Concomitant medical products: d354drg ICD, implanted: (B)(6) 2012. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had chronically small and varying r-waves, elevated sensing integrity counter (sic), a decrease in impedance, and a few high rate non-sustained episodes showing oversensing of noise. A fracture was suspected. The rv lead remains in use. It was also reported that the right atrial (ra) lead had chronically small p-waves, undersensing, far field r-wave (ffrw) oversensing, and high thresholds. The ra lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that a revision procedure was scheduled.